Event description:
It was reported the patient is no longer receiving stimulation after "pushing" her scs ipg back into its respective position. Additionally, the patient is unable to establish communication between her scs ipg, charging system and patient programmer. Follow-up identified the issues have not been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.